Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that blood leaked from a crack found in the bd angiocath¿ IV catheter interface during use. The following information was provided by the initial reporter, translated from chinese to english: "2020.9.29 the patient had an indwelling arterial indwelling needle in the brachial artery of the right hand. The nurse at the bedside found that the arterial indwelling area had obvious leakage from 10-8 am, and replaced the 3m applicator. After tearing off the 3m applicator, it is found that there is blood flowing out of the connection between the indwelling needle hose and the needle seat, removed the indwelling needle and a small crack was found at the interface."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from a crack found in the bd angiocath¿ IV catheter interface during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6)2020 the patient had an indwelling arterial indwelling needle in the brachial artery of the right hand. The nurse at the bedside found that the arterial indwelling area had obvious leakage from 10-8 am, and replaced the 3m applicator. After tearing off the 3m applicator, it is found that there is blood flowing out of the connection between the indwelling needle hose and the needle seat, removed the indwelling needle and a small crack was found at the interface."